Event description:
The physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat the target lesion located in the lcx which exhibited 90%-95% stenosis, calcification and tortuosity. During the procedure, the lesion was pre-dilated, but the device failed to cross the target lesion. The physician gave up the surgery. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was slightly flared. Multiple struts from the 10th and 14th proximal stent segments were slightly raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (90-95% stenosis, calcification and tortuosity). Deformation problem (stent deformation). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition (90-95% stenosis, calcification and tortuosity) 22 inherent risk of procedure (stent deformation). (B)(4).